Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "copied from smax: are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Rainbow beads files are attached to the case. There is a consistent deterioration of the mfi and cv values on all channels. The effect is very pronounced on the blue and violet laser channels while the red laser channels show very little change. Asked customer to run a performance check in the morning and one in the afternoon and to send the reports. Recently the fse was on site and noticed a misalignment of the optical fibers. Asked customer to record a tube of rainbow beads in the morning and one in the afternoon or whenever the issue occurs and to send the fcs files for comparison. If the problem occurs again, suggested cold reboot. Customer reports that yesterday the fluorescent signal in multiple channels decreased over the day. In the morning, the customer ran some rainbow 8 peak beads which showed no problem. In the afternoon, the customer ran some patient samples which appeared very bad. After running again the rainbow beads, she noticed that the fluorescent signal was much lower than the morning."

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "copied from smax: 1.are there erroneous results on patient samples from diagnostic test? Yes. 2.was there any delay of treatment due to the issue? No. 3.if patient samples were redrawn, was there any change or delay of treatment? No. 4.was there any physical harm/injury to the patient due to the issue? No. Rainbow beads files are attached to the case. There is a consistent deterioration of the mfi and cv values on all channels. The effect is very pronounced on the blue and violet laser channels while the red laser channels show very little change. Asked customer to run a performance check in the morning and one in the afternoon and to send the reports. Recently the fse was on site and noticed a misalignment of the optical fibers. Asked customer to record a tube of rainbow beads in the morning and one in the afternoon or whenever the issue occurs and to send the fcs files for comparison. If the problem occurs again, suggested cold reboot. Customer reports that yesterday the fluorescent signal in multiple channels decreased over the day. In the morning, the customer ran some rainbow 8 peak beads which showed no problem. In the afternoon, the customer ran some patient samples which appeared very bad. After running again the rainbow beads, she noticed that the fluorescent signal was much lower than the morning."

Manufacturer narrative:
Investigation summary was corrected from: ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. To: ¿ risk analysis: risk management file part #338960-03ra, version a, revision 02 bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Conclusion from:¿ conclusion: based on the investigation results the root cause of the erroneous results was due to the environmental temperature change from the morning to the afternoon. The customer reported that when they ran rainbow 8 peaks beads in the morning there were no issues, but patient samples that were run in the afternoon produced bad results. The fluorescent signals in the afternoon were found to be much lower than in the morning. The customer was recommended to close the blinds in their facility in the afternoon to prevent the instrument from heating up from the sun as the day went on. After incorporating this, the morning and afternoon cst reports for the next two days were analyzed and no abnormalities were found. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion to: ¿ conclusion: based on the investigation results complaint was confirmed and the root cause of the erroneous results was due to the environmental temperature change from the morning to the afternoon. The customer reported that when they ran rainbow 8 peaks beads in the morning there were no issues, but patient samples that were run in the afternoon produced bad results. The fluorescent signals in the afternoon were found to be much lower than in the morning. The customer was recommended to close the blinds in their facility in the afternoon to prevent the instrument from heating up from the sun as the day went on. After incorporating this, the morning and afternoon cst reports for the next two days were analyzed and no abnormalities were found. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14apr2021 to date 14apr2022. ¿ complaint trend: there are 16 complaints related to this issue of erroneous results. Date range from 14apr2021 to date 14apr2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-v33896202033-100147172-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to the environmental temperature change from the morning to the afternoon. The day of the event, the customer reported that the results from running rainbow 8 peak beads in the morning had no issues, but the patients samples run later in the afternoon had bad results. Upon running the rainbow beads again, the fluorescent signal was discovered to be much lower than in the morning. The customer was asked to send results of the rainbow beads in the morning and afternoon for analysis. From these results, the fse (field service engineer) found a consistent deterioration of the mfi and cv values in all the channels but particularly the blue and violet laser channels. The fse then recommended that the customer close the blinds of their windows onsite to prevent any heating of the instrument from the sun. According to the bd canto ii instructions for use (#23-20269-00, rev. 01/vers. A.), the ideal operating temperature of the instrument should be between 16-31°c which could have been exceeded gradually if under the sun. After incorporating this change, the instrument was functioning with no further abnormalities. No return sample was requested for evaluation because no parts were replaced. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper operating conditions can be found under the ¿environment¿ section in the bd facscanto ii instructions for use. The safety risk of this hazard has been identified to be within the acceptable level. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02418166, case # (B)(4). Install date: 08jan2014. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - drop in fluorescent signal during the day. O problem description: customer reports that yesterday the fluorescent signal in multiple channels decreased over the day. In the morning, the customer ran some rainbow 8 peak beads which showed no problem. In the afternoon, the customer ran some patient samples which appeared very bad. After running again the rainbow beads, she noticed that the fluorescent signal was much lower than the morning. O work performed: customer recommended closing the blinds to prevent the canto from heating up due to the sun's rays. Analyzed morning and afternoon cst reports on 2 days - no abnormalities. O cause: the canto's heating up due to the sun's rays. O solution: closed shutters (building) to prevent direct sunlight (heat up the instrument). ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 10. Fiber coupling ¿ violet laser to fiber. O function: 10.1 align fiber to laser, so light is transmitted. O potential failure mode: 10.1.1 poor light transmission. O potential effects of failure: 10.1.1.1 low power at sample - s/n degraded, cells misclassified. O potential causes/mechanisms of failure: 10.1.1.1.1 mechanical/thermal drift - drastic temperature change in lab environment. O current controls: 1. Environmental specs. 2. New laser with circular beam is more stable. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 8. O occ: 3. O det: 3. O rpn: 72. O item: 11. Fiber coupling - blue laser to fiber. O function: 11.1 align fiber to laser, so light is transmitted. O potential failure mode: 11.1.1 poor light transmission. O potential effects of failure: 11.1.1.1 low power at sample - s/n degraded, cells misclassified. O potential causes/mechanisms of failure: 11.1.1.1.1 mechanical/thermal drift - drastic temperature change in lab environment. O current controls: 1. Customer runs setup beads, detects and tracks pmt voltages and sensitivity (levey-jennings). 2. Environmental specs. 3. New laser with circular beam is more stable. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 8. O occ: 3. O det: 3. O rpn: 72. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to the environmental temperature change from the morning to the afternoon. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to the environmental temperature change from the morning to the afternoon. The customer reported that when they ran rainbow 8 peaks beads in the morning there were no issues, but patient samples that were run in the afternoon produced bad results. The fluorescent signals in the afternoon were found to be much lower than in the morning. The customer was recommended to close the blinds in their facility in the afternoon to prevent the instrument from heating up from the sun as the day went on. After incorporating this, the morning and afternoon cst reports for the next two days were analyzed and no abnormalities were found. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "copied from smax: 1. Are there erroneous results on patient samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. Rainbow beads files are attached to the case. There is a consistent deterioration of the mfi and cv values on all channels. The effect is very pronounced on the blue and violet laser channels while the red laser channels show very little change. Asked customer to run a performance check in the morning and one in the afternoon and to send the reports. Recently the fse was on site and noticed a misalignment of the optical fibers. Asked customer to record a tube of rainbow beads in the morning and one in the afternoon or whenever the issue occurs and to send the fcs files for comparison. If the problem occurs again, suggested cold reboot. Customer reports that yesterday the fluorescent signal in multiple channels decreased over the day. In the morning, the customer ran some rainbow 8 peak beads which showed no problem. In the afternoon, the customer ran some patient samples which appeared very bad. After running again the rainbow beads, she noticed that the fluorescent signal was much lower than the morning."